Manufacturer narrative:
An additional lot number was reported (lot # m018727). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer did not know if blood glucose (bg) level had been impacted as customer had not tested. It was confirmed that the customer had manual insulin injections, and pens available as alternate insulin therapy.